Manufacturer narrative:
(B) (4). Details of event continued: add'l info received on 3/18/2010 from the distributor stated that "the iab catheter was prepared as per instructions, specially the deflation by the syringe through the assigned valve until it pops! The balloon was inserted without a sheath to reduce the indwelling diameter and protect the distal limb flow (this is always done). No previous info was available about the state of the pt's peripheral vessels. No massive bleeding happened after removal and that was further verified by an ultrasound which did not detect any retroperitoneal or pelvic collection. The sites were changed because there were problems with the left side too. The pt passed away after 9 hours from insertion of iab that worked much obliged." F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2010-00196 for the first event involving the same pt. It was reported that the pt was under going coronary artery bypass graft surgery. Pt had a poor myocardiac contractility, while weaning him of cardiopulmonary bypass (cpb) his blood pressure (bp) was low, so we decided to insert an intra-aortic balloon (iab) catheter. While in the cardiac operating room, the iab was prepped & the md inserted the spring wire guide (swg) & sheath into the patients' right femoral artery. As the iab was being inserted into the pt., the iab kinked on the swg. The pump alarmed "kinked catheter & the iab was removed. The md requested another iab for insertion. The third iab was inserted in the right femoral artery. The third iab "worked normally through the right side." "Per the md the pt expired, but not due to the iab incidents. The pt died due to low co."